Event description:
It was reported to boston scientific corporation that a sensation medium oval flexible snare was used to remove polyps in the colon during a colonoscopy procedure performed on (B)(6) 2021. It was reported that during the procedure and inside the patient, they tried to remove a polyp and stated that the snare would not cut. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.